Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. It was stated that the insulin pump was exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was advised to insert new battery and display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device received with a blank display due to moisture damage electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.